Event description:
Clinician kelly jansen called tech services in regards to an in-clinic check with non-sustained rv oversensing episodes caused by lead noise. Tse indicated that we cannot program around the noise and to consider discussing a lead revision with the physician. No patient symptoms were reported.